Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported patient had a fall 3 -4 weeks ago and thinks the implant may have moved or shifted, displaced in the body. Caller stated patient is having trouble with one hip that she didn't have trouble with before. Caller asked about contacting  rep. Patient services specialist reviewed that patient could use the pp to adjust intensity to get relief and caller said he put new batteries in the programmer yesterday. The patient was redirected to their healthcare provider to further address the issue. Patient service reviewed reps role and recommend patient consult with healthcare provider ofc for next steps. Agent provided hcp name and phone number on record.